Event description:
The article, "changes in left ventricular systolic function after transcatheter patent ductus arteriosus closure in premature infants", was reviewed. The article presented a retrospective, single center study to describe changes in left ventricular (lv) systolic function after transcatheter patent ductus arteriosus (pda) closure in a group of premature infants and to identify variables associated with the development of abnormal lv systolic function after closure. Devices included in the study were amplatzer piccolo occluder, amplatzer vascular plug ii, and microvascular plug. The article concluded in preterm neonates who underwent successful transcatheter pda closure, 23% developed abnormal lv ejection fraction (lvef) after closure and those with significant lv dilation prior to the procedure were at increased risk for the development of lvef < 55% after closure. [The primary and corresponding author was aravinth karunanandaa, children¿s hospital of los angeles, akarunanandaa@chla.usc.edu]. The time frame of the study was from 01 january 2015 to 31 january 2021. A total of 23 patients were included in the study, of which 20 received an abbott device. The average age was 65 days, the average weight at procedure was 1.894kg, and the average gender was female. Comorbidities included patent ductus arteriosus and pre-term birth.

Manufacturer narrative:
Summarized patient outcomes/complications of changes in left ventricular (lv) systolic function after transcatheter patent ductus arteriosus (pda) closure in a group of premature infants and to identify variables associated with the development of abnormal lv systolic function after closure were reported in a research article "changes in left ventricular systolic function after transcatheter patent ductus arteriosus closure in premature infants", in a subject population with multiple co-morbidities including patent ductus arteriosus and pre-term birth. Some of the complications reported were blood transfusion (unexpected medical intervention), heart failure, hypotension, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note per the instructions for use, "the amplatzer¿ vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature.